Event description:
The ge oec 9800 fluoroscopy system made sounds similar to arcing.

Manufacturer narrative:
A ge oec service representative investigated the issue and found no evidence of hv arcing at the x-ray tube. The event log showed no errors. In order to eliminate issue, the x-ray controller pcb was replaced and hv high pot. Testing was performed. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.